Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm leaked at diaphragm (prn) patient was examined for a hepatic hemangioma on the morning of (B)(6) 2024, and the heparin cap burst open during an enhanced CT push of iohexol injection, which was detected in time without consequence, and the prn cap was replaced in a timely manner.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. The customer returned 2 photos, but did not return the defective sample. The photos show the state of the prn after it has burst (the sleeve stopper has fallen off). 2. DHR/bhr review lot#2314753 1-this batch of products were assembled at intima ii auto line 3 in november 2022, and packaged at r240 package line in november 2022. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-the prn batch used in this batch of products is 2320144, review the raw material inspection records, no abnormalities. 3. Take the retained sample of this batch for relevant functional tests: the 45psi leakage test and the pull force test of the prn (i.e., test the separation force between the sleeve stopper and the bottom housing). Test results show that no leakage is found at the prn, and the pull force of the prn is within the product specifications. Please see the attachment for test reports. 4. The prn is only suitable for normal pressure (i.e., less than 45psi, 300kpa) infusion. High pressure injection can cause damage to the prn. 5. Sku#383019 is an intima ii product, the intended use is the intravascular administration of fluids, which has not been declared to be used for high-pressure injection. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. The returned photos show the state of the prn after it has burst (the sleeve stopper has fallen off). Since neither the prn nor the product of this sku are suitable for high pressure injection, the bursting of the prn cannot be confirmed to be related to product quality during enhanced CT.

Event description:
No additional information provided.

Manufacturer narrative:
Lot number was incorrectly reported as 3080069. Correct lot is 2314753.

Event description:
Lot number was incorrectly reported as 3080069. Correct lot is 2314753.